Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that there were impurities in the inner package. A guidezilla ii was selected for use, but during prep, impurities in the inner package were noted and the inner package was not opened. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). The device was returned and evaluated by manufacturer. Inspection of the device found that there was a lose foreign material (fm) within the sealed inner tyvek packaging. The tyvek seal was intact, and the inner packaging was not opened or damaged upon device return. Media provided by the customer depicted a portion of the outer box packaging and the inner tyvek packaging. Since only a portion of these were visible, a seal could not be confirmed to the tyvek packaging. Fm was visible within the pouch confirming the reported events.

Event description:
It was reported that there were impurities in the inner packaging. A guidezilla ii was selected for use, but during prep, impurities in the inner package were noted and the inner package was not opened. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.